Manufacturer narrative:
(B) (4). The ge service rep replaced the rui remote control. The system operates as intended.

Event description:
The customer reported that the rui remote control was inoperable. There was no arch movements. No pt injury was reported.